Event description:
Complaint #(B)(4).

Manufacturer narrative:
Occlusion problem in arterial main pump was reported. The field service technician (fst) was sent for further investigation. According to service report #43459317 dated on 2020-10-12 following works has been done: unit has checked , after perfusion set the occlusion one side in head of the pump has loosen. New pump head changed after that checked the unit and found working fine. Unit hand over in good condition. The most probable root cause could be determined as defective pump head. Thus the reported failure could be confirmed. The reported failure did not happen during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted after new information has been received.

Event description:
Occlusion problem in arterial main pump was reported. Problem found in head of the pump. Complaint#: (B)(4).